Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the assembly was inserted into the artery, there was little backflow of blood observed from the drip hole. Blood appeared to drip leak from the drip hole. The assembly was firmly held in place, and the attached guidewire was also used, so the cause of this event was unclear. There were also no problems with the puncture site. The device was then removed from the patient and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the guidewire, hemostasis sheath, arteriotomy locator, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned mated with no issues noted at the blood inlet/outlet holes. Functional testing was performed by injecting water into the distal tip to check for obstructed or insufficient fluid flow through the device. Fluid was able to pass through the device, and no issue was able to be found with the device function. The complaint can be confirmed for low flash back of the sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been insufficient insertion depth of the sheath/locator assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. No issues were identified with the returned device. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).